Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique prior to a tavi [transcatheter aortic valve implantation] procedure with a 14f sheath. Reportedly, two proglide sutures were preplaced. There was difficulty passing devices in the procedure due to the calcification in the external iliac causing kinking of procedural devices. The left femoral artery was determined to not be favorable for access due to its shape. The team decided to abort the tavi procedure. Although the proglide knots were successfully advanced to the vessel wall, hemostasis was not achieved. A non-abbott device was added to achieve hemostasis. There was no adverse patient sequala and no reported clinically significant delay due to the proglide devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive action (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction d4 - catalog # updated from unk proglide to 12673-05; lot # updated from unknown to 3071842; primary UDI number updated from (B)(4).